Event description:
It was reported patient underwent a revision procedure to replace competitor's product on (B)(6) 2011. The patient was adjusting in a chair and heard a "pop" and grinding noise. Revision was performed on (B)(6) , 2011 during which the acetabular liner was removed and replaced. It was identified that a 22mm liner had been implanted with a size 23mm cup.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. It states under warnings: "the surgeon is to be thoroughly familiar with the implants and instruments prior to performing surgery." The user facility was notified of the event on december 17, 2011. This report is number 1 of 1 mdrs filed for this event (reference 1825034-2011-01136).